Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3008812173-2020-00013.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3008812173-2020-00013.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bone cement filler cannula; p/n: unk, l/n: kc06078; unknown bone cement; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the tip of the instrument fractured during surgery. Subsequently, the patient retained the device. No additional patient consequences were reported.